Event description:
"Dr inserted the 11mm bladed trocar (kii) on her second trocar entry in the lower abdominal region (symphis pubis). Difficulty came when trying the penetrate thru the peritoneum as it was loose and hanging down. After repeated attempts to come completely thru, a grasper was inserted in the operative scope to retract the peritoneum on the cannula/trocar. This was not successful. The urine specimen bag was inflated and it was then determined the bladder was injured. A urologist was summoned and the bladder was repaired in the traditional fashion, i.e. Open surgery. Unable to learn of patient's condition following surgery."

Manufacturer narrative:
Investigation summary: the returned device was inspected and found to operate as designed. The customer experience report describes how the surgeon had to take unusual steps in her attempt to penetrate the peritoneum and was ultimately unsuccessful. The bladder was likely punctured during these maneuvers. The product info data sheet supplied with the kii system contains a warning that the "obturator tip is pointing away from major vessels, organs and other anatomic structures." As with all medical devices, MFR instructions should always be followed carefully and closely to ensure the safety of the patient and that product(s) perform as designed. This document represents our initial and final report.